Event description:
A memory module report from a pt use was reviewed by an associated emergency medical service. Upon review, it was alleged the device inappropriately charged to 300 joules instead of the expected repeat of 200 joules for the third shock, for a pt with recurrent ventricular fibrillation.